Manufacturer narrative:
From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The device is functioning post treatment. Potential adverse events in the tablo hemodialysis system user manual includes, but are not limited to, verifying that all tubing and connections are secured and closely monitored to prevent loss of blood or entry of air into the extracorporeal circuit or errors in the ultrafiltration control system. The patient may require blood transfusion or other medical intervention to prevent respiratory or cardiac complications if these occur. A review of production records for this unit did not note any related manufacturing nonconformances that would contribute to this event.

Event description:
It was reported that there was an alarm for air in venous bloodline observed during a home patient treatment. The treatment was ended and the caregiver was unable to return the patient's blood. The blood loss was estimated to be approximately 240 ml. The caregiver setup for another treatment on the same device and the same alarm occurred. The second blood loss was estimated to be approximately 240 ml; with a total blood loss of approximately 480 ml. As a result, the treatment was ended. It was reported that the red connection on the dialyzer was not fully secured, and that was causing the observed "air in venous bloodline" alarm. It is not believed that the tablo device caused the event; rather, the event was attributed to use error. Training was reaffirmed by clinic personnel.